Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, maude report received, mw5036659.

Event description:
It was reported that when the patient presented for routine follow-up, the device could not be interrogated. The physician fitted the patient with an external life vest defibrillator until the device was explanted and replaced four days later. The patient had a cardiac ablation two weeks previous. At that time, the remaining longevity was 10 months. There have been no reported issues since the replacement procedure.